Event description:
Manufacturer ref# 3008452825-2022-00059. During the atrial fibrillation ablation, there was no contact force value on the screen which resulted in a prolonged procedure. Despite attempting multiple troubleshooting efforts and exchanging the catheter, the issue remained. The procedure was completed by a third catheter without any patient consequences.

Event description:
Manufacturer ref# 3008452825-2022-00059. During the atrial fibrillation ablation, there was no contact force value on the screen which resulted in a prolonged procedure. Despite attempting multiple troubleshooting efforts and exchanging the catheter, the issue remained. The procedure was completed by a third catheter without any patient consequences.

Manufacturer narrative:
Fsca number: (B)(4). One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.